Manufacturer narrative:
H10. Additional information ¿ b5, b7, d8, h6 medical device problem and component d10.concomitants: (B)(6), 230-03-01 - optetrak asy,cr cemented femoral, sz 1, (B)(6), 200-04-21 - cemented finned tib. Tra sz 2f/1t, (B)(6), 200-03-32 - one peg patella 32mm, (B)(6), 203-88-11 - (11-2954) ao/sodem 90x25x1.27 sawblade, these devices are used for treatment not diagnosis. There is no other information available. Pending investigation.

Event description:
It was reported via legal documentation that a patient had a right total knee arthroplasty on (B)(6) 2014 and then approximately 6 years, 3 months, later on (B)(6) 2021 experienced a surgical revision. There is no additional information available.

Manufacturer narrative:
Section h10: (h3) pending evaluation.

Event description:
As determined by 1038671-2023-00941, there was an additional revision on (B)(6) 2021. Approximately 3 years post op initial tka, this 59 y/o female patient's knee was revised. Reason for the revision was not reported.

Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, loss of range of motion or due to inclusion of the polyethylene in the packaging recall. However, the reported prosthesis wear could not be confirmed and potential contributions of user or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided.